Manufacturer narrative:
Conclusion: since there is no product available for evaluation and the product lot number is unknown, the investigation of this complaint is limited and we are unable to draw a conclusion. Should additional information become available a supplemental 3500a will be submitted accordingly.

Event description:
It was reported that the patient was admitted to the hospital for abdominal pain in 2002. The patient underwent an exploratory laparotomy, salpingo-oophorectomy, biopsy of pelvic adhesions and omental biopsy the next day. A right paratubal cyst was excised and a right cystectomy was performed for a benign right ovarian cyst. The abdomen was closed with a running panacryl suture. The patient was discharged three days later, reportedly doing well. It was noted, the next month and the month after that, that the abdominal incision was "healing well" a 0.50cm area of granulation tissue was noted the same time, which was cleaned and the patient was instructed on wound care. The area was noted to be a 3 cm, with a width of 0.5 cm two months later, and the area was cauterized with silver nitrate. The same month, the patient had a panacryl suture removed from a sinus tract in the mid-portion of her incision that would not heal. Additional panacryl sutures were removed from the sinus tract two months later. The pt was treated for continuing draining from the sinus tract in the following two months, and in the next month, the sinus tract and abdominal scar were excised again. No further information is known at this time.